Event description:
The device was used during a thoracoscopic lung lobectomy procedure. Reportedly, after firing, the device was difficult to open and the staples did not form properly. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.